Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of missing adapter was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, telescope "ultra" was inspected before use and the adapter that connects to the light guide cable of the optical viewing tube was missing. The therapeutic procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected data. Investigation results: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device investigation determined the device damage was likely caused by application of excessive force during use; likely drop or shock damage. Olympus will continue to monitor field performance for this device.

Event description:
The device issue was found when removed from the l-shaped connector after surgery.